Event description:
A caller reported a problem with a minimum fill notification while attempting to load a new cartridge into their pump. There was no adverse impact to the customer's blood glucose level. Initially, the customer tried reloading the same cartridge, which did not fix the issue. The case was escalated for further assistance. Later, the customer contacted support again to inquire about receiving a new pump and was informed that the sales team would contact them. Additional troubleshooting suggested that the pump was functional when a cartridge was successfully loaded with water. The customer planned to visit their pharmacy for more insulin and attempt loading another cartridge.